Event description:
A patient reported two large 3m¿ tegaderm¿ transparent film dressings were placed following breast cancer surgery. Itching and sores developed in the area of the dressings two days later. At the patient¿s one-week post-operative follow-up appointment, the oncology surgeon observed the reaction and removed the tegaderm dressings. Following removal, the patient reported progression of symptoms including the development of sores beneath the breasts extending to the abdomen, along with generalized itching of the torso. An antihistamine was prescribed to assist with sleep, and the patient reported continued use of over-the-counter antihistamines during the daytime. One month after the procedure, the patient reported further spread of sores to the sides, back, below the left ear, hips, and lower back. At the time of reporting, the patient stated that itching and pain associated with the sores were ongoing.

Manufacturer narrative:
The device has not been returned to solventum for analysis and no lot number was provided; therefore, it is not possible to determine the root cause. The impact on individual patients involves a wide range of factors including patient health, skin preparation, patient allergies, application technique, removal technique, etc. Solventum will continue to monitor.